Manufacturer narrative:
It was reported that the shoe cover did not have any treads, raised lines or areas to create friction on the bottom of the shoe cover which reportedly resulted in the surgeon slipping and falling while walking on the floor in the operating room (or) area. It was reported that as a result of the fall the surgeon fractured his wrist. It was not reported which wrist the surgeon reportedly fractured. It was not reported if x-rays were performed to confirm the fracture. It was not reported if the surgeon received any follow up care or medical intervention following the incident. It is unknown how long the shoe covers were in use or the type of flooring the surgeon was walking on at the time of the event. No additional details are available related to the customer reported issue. Despite multiple good faith efforts to obtain additional information, the customer contact was unable or unwilling to provide further patient, product or incident details. No sample has been received for evaluation. Due to the reported incident and in an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
It was reported that the shoe cover did not have any treads resulting in a fall.